Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, b7, d4, g2, h3, h4, h6.

Event description:
Patient reported "rupture". Later patient reported "a pain that didn't bother and at the touch could tell that there was something different", a little smaller than the contralateral side. This record is for the left side. Device remains implanted.